Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report: 3013886523-2022-00426. A physician reported a certas valve (ID 828804) was implanted via vp shunt on (B)(6) 2021 with setting 5. The device was used with bactiseal catheter (ID ns0340) (serial;unk). On (B)(6) 2022, the patient presented with gait disturbance and ventricular enlargement was confirmed, so the pressure setting was lowered from setting 5 to setting 4. On (B)(6) 2022 the patient presented with gait disturbance and ventricular enlargement was confirmed by MRI examination. Due to suspicion of obstruction the valve and catheter were removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The bactiseal catheter (ID (B)(6)) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheters were irrigated no occlusions noted. The catheters were leak tested and no leaks noted. No root cause could be determined as the technician could not confirm any problems with the catheters at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up occluding the catheters, at the time of investigation no occlusion issues were noted with the catheters. No corrective action is required given that no manufacturing, workmanship, material deficiency or adverse trend was identified.